Event description:
Reporter stated that dr dispensed him the solution at the time he was prescribed contact lenses. He also stated that immediately following its use "grit" began to accumulate in his eyes and he experienced increased light sensitivity. Later, the reporter states that he was diagnosed with a fungal infection and had a prescription to treat it from a pharmacy. As result of being treated for this fungal infection his eyes ache from top to bottom as if something was "pulsating." Reporter feels that his vision has worsened as a result of having had the fungal eye infection. He says that prior to the infection he could read the first couple lines of the eye chart without glasses but now he can't even read the big 'e' at the top of the chart. He states that he hasn't worn contacts since the incident. He says that he feels like a film is over his eyes and he frequently develops a headache when exposed to sunlight because of this.